Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not used or recharged the ipg for 90 days due to an unrelated medical condition. As a result, the ipg will no longer communicate with any external devices. Reportedly, surgical intervention was undertaken on (B)(6) 2015. The ipg was explanted during the procedure.